Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The device instructions or use warns ¿reshaping needles may cause them to lose strength and be less resistant to bending and breaking.¿

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy on (B)(6) 2015 and suture was used. During the procedure, the tip of the needle broke off in the patient. The doctor elected to leave the tip in the patient and then removed the next day. It was opined from a nurse that the surgeon had bent the needle and bent it to re-straighten multiple times. Additional information has been requested.